Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available . This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 31jul2023 stating the event was discovered "in the room" prior to the procedure and the procedure was completed using the same type and size of device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported by a representative of surgical center dupage med group (united states) on (B)(6) 2023, prior to opening the package of a open-end ureteral catheter (rpn: 020015, lot: 15290889) a hair was discovered inside of the package. The hair was discovered "in the room" prior to the procedure and the procedure was completed using the same type and size of device. There were no adverse effects to the patient reported. Investigation ¿ evaluation. A document based investigation was performed including a reviews of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted. One open-end ureteral catheter was returned to cook for evaluation in an unopened package. A visual exam noted a brown fiber loose in the sealed package confirming what was reported. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The catheter was supplied with IFU, t_urecat_rev1, which includes the following: "how supplied" supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded the cause of the complaint is manufacturing related. A review of manufacturing procedures found controls to be in place, each packaged product is visually inspected for foreign matter. The employee who inspected the finished packaged product has been made aware of the nonconformance. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: buyer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to opening the package of a open-end ureteral catheter, a hair was discovered inside of the package. There were no adverse effects to the patient reported.